Event description:
Report received of pt experience of severe baclofen withdrawal. Pt was having spasms at about 10 or more spasms per minute. They also had severe rebound spasticity and were sweating profusely. Increased heart rate and elevated blood pressure were present. Pump was interrogated and found to be unresponsive. Interrogation strips at last refill were normal. Staff at pt's residence had not heard pump alarm. Pt was placed on a cardiac monitor and transferred to the hosp for pump replacement. Pt is doing well with new pump.